Event description:
The surgeon reported a vertical gas breakthrough in the patient's right eye during surgery, while the surgery in the fellow eye proceeded without issues.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified one month before and after the treatment day. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The reported treatment could be identified in the logfile, and it is seen that the beam control check and the treatment times were all within the ordinary range. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings and canal parameters. The thickness of the flap was thinner than the recommended flap thickness. The review of the logfiles for the treatment day shows no warning or error messages. In this case, the treatment report shows that it was selected to perform a thin flap. On the treatment screenshot a decentered applanation and possible liquid build up under the patient interface is visible. Neither the responsible company representative could identify any technical issues with the device. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).